Event description:
The manufacturer's representative reported that the pt was experiencing return of symptoms of "tightness, spasms, etc" - date of onset 2006.the pt underwent study, pump rotor test, refill interval and volume comparisons; MRI of spine for physical changes and abnormalities. The pump was replaced as pt needed a higher volume pump. The proximal portion of the catheter had a small hole. The catheter was trimmed and a 9 cm section of new catheter was implanted between the pump and the trimmed catheter. The daily dose of intrathecal baclofen was 400 mcg/day along with supplementation with oral aclofen. The dose will be titrated over the next 60-90 days. The pt recovered without sequela.